Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil got prematurely detached within the microcatheter. Resistance was also reported within the microcatheter shaft. Based on the additional information there is no indication of a use error, and the anatomy was described as average tortuosity. The device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure there was resistance when the subject coil was advanced through the catheter and the subject coil got prematurely detached within the microcatheter. The coil was replaced a new one, and the procedure was completed successfully without any clinical consequences to the patient.